Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants using magnetic resonance imaging. As a result, the patient is scheduled for bilateral removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 16, 2025, mentor received the following additional information: an operative report indicated the patient was only radiographically and pre-operatively diagnosed with a ruptured right breast implant. Although, previous communication with the healthcare professional provided that the patient was diagnosed with bilaterally ruptured implants. Additionally, the patient underwent bilateral removal and replacement with 350cc (left-sided) and 370cc (right-sided) mentor memorygel xtra breast implants. The left implant was removed intact while the right was ruptured. As per this information and lack of clarity, rupture code is no longer applicable and the file will be reported as the cause for the left breast replacement as suspected rupture at this time. Follow-ups were conducted and no information was received. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).